Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with separate case. During the evaluation of the device, foreign material in air water tube and universal cord was observed. The service repair technician indicated that the most likely cause of the foreign material in air water tube and universal cord was not established. There was no patient involvement.